Manufacturer narrative:
Additional information received: the site updated the description of the adverse event from "bacteriuria" to "urinary tract infection". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1620c124ee, serial/lot #: (B)(6), ubd: 23-may-2027, UDI#: (B)(4); product ID: etlw1620c93ee, serial/lot #: (B)(6), ubd: 13-may-2027, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft system was implanted during the endovascular treatment of an aaa. It was reported that the patient developed bacteriuria a week later and was given antibiotics. The patient had increased infection markers but was asymptomatic of a uti. At discharge the patient's infection parameters were decreasing but still present so antibiotic treatment was continued. The sponsor assessed the event as possibly related to the index procedure due to the proximity to the procedure. The site assessed the event as not related to the procedure, device and or an underlying condition/disease.

Manufacturer narrative:
Additional information received the event was reported to have resolved approximately two months after onset. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.